Event description:
It was reported this device needs repair; it was irregularly grafting before an operation and there was no impact on patient and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported this device needs repair; it was irregularly grafting before an operation and there was no impact on patient and no delay. Additional information was later received, clarifying that a mesh problem has been observed for the use of rollers. We are sending the meshgraft for an expertise with the different rollers as well as to see if there would be an additional problem. Occurred during surgery in (B)(6) 2022. No harm, no additional skin graft needed. 15 minute delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b3, b4, b5, d10, g3, g6, h2, h10. B3 - (B)(6) 2022.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was confirmed to not be cutting properly. The unit was out of calibration. Some springs and screws were missing. The bottom roll, gear, spring pin, springs, and screws were replaced and resolved the reported issue. The unit was manufactured in 1994 and has not since been returned for preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.